Event description:
It was reported that another manufacturer¿s kit containing the device (a transfer/freezing set bag) was placed in the other manufacturer¿s automated processing machine and processed without error messages. The transfer/freezing set was removed and sealed according to sop with a different manufacturer¿s sealing appliance. After sealing and centrifugation a leak was noted from the bag. The unit was transferred manually to another freezer bag without incident. The cbu was processed to completion successfully and stored.

Manufacturer narrative:
The returned product was evaluated in the firm's engineering department. Upon arrival, it was seen that the freezing bag component of the device had been correctly separated along the upper and lower interchamber seals. A leak was found at the lower left hand corner of the larger chamber, about 1 cm from the bottom of the bag. After examination under magnification, it was determined that the position of the leak is consistent with a hole made during the user's act of rf sealing the region between the large and small chambers of the freezing bag. While this type of leak occurs uncommonly, the incidence can be reduced with either of two more recently marketed sealers that are better shaped, or specifically designed to form the interchamber seals on this model of freezing bag. Unless substantially significant information becomes available, this constitutes a final report.